Event description:
It was reported that the battery pack of the zimmer pulsavac plus produced heat during surgery, and the batteries had a leak. The surgery was finished with an alternative device. There was no report of pt or user harm. There was no surgical delay associated with the report. No further clinical info was received prior to this report.

Manufacturer narrative:
Only the battery pack of the reported device was returned for eval. The customers reported event could not be reproduced with the provided info and product. The damage to th battery pack does show evidence of the batteries getting hot, leaking and expelling their anodes. However, determination to the true cause of this incident cannot be made. The timing of all of the damage to the battery pack cannot be determined. Most likely the device was continuously used for a long period of time causing the batteries to get hot. Then when the electrical wires were cut away the batteries outgassed and expelled the anode causing the severe damage to the battery pack.